Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in seizure frequency. It was noted that the patient has experienced sixteen seizures. It was noted that the generator battery may be running out and that device settings were adjusted. The patient was referred for surgery. The patient underwent prophylactic generator replacement surgery. The generator was received for analysis. Analysis is underway, but has not been completed to date. It is unknown whether or not the seizures were above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was incorrectly using his magnet, which may have contributed to the patient¿s increase in seizures. Analysis of the returned generator was completed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Review of the as-received internal device data showed that the generator arrived with an ifi condition.

Manufacturer narrative:
.